Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 1 and 4 hours it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient was unsure the pods cannula was properly inserted into the infusion site. The patients reported blood glucose level was 200 mg/dl.